Event description:
It was reported via phone call that the customer exposed the insulin pump to moisture. The caller reported the customer falling into the water while connected to the insulin pump. It was reported fluid was present under the insulin pump's screen. The caller also reported a constant tone occurring and condensation present in front of the display. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.